Manufacturer narrative:
The customer¿s concerns that there were 6 pump modules that were missing platens could not be replicated. ¿ this file was opened to document the issue that was reported. No further investigation of this event is possible at this time. ¿ no testing could be performed since no product was provided by the customer for investigation ¿ the pems team noticed this issue during the cleaning process and provided to biomed for repair a review of the device history record showed the device had a manufacture date of 26jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 26jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 25jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 31jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 29dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 31jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported by a bd representative when onsite, observed there were 6 pump modules that were missing platens. The biomed stated the majority of the time the lower hinge of the platen is broken. The pems team noticed this during the cleaning process and provided to biomed for repair. There was no patient involvement.

Manufacturer narrative:
The customer¿s concerns that there were 6 pump modules that were missing platens could not be replicated. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No testing could be performed since no product was provided by the customer for investigation. The pems team noticed this issue during the cleaning process and provided to biomed for repair. A review of the device history record showed the device had a manufacture date of 26jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 26jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 25jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 31jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 29dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 31jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirmed similar complaints with the same or related failure mode the customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported by a bd representative when onsite, observed there were 6 pump modules that were missing platens. The biomed stated the majority of the time the lower hinge of the platen is broken. The pems team noticed this during the cleaning process and provided to biomed for repair. There was no patient involvement.